Event description:
The customer reported three exposures were taken. The second two exposures initially came up with blank images, then had corrupt thumbnails and displayed images from the previous pt. It is possible that the image was retaken, resulting in unintended radiation.

Manufacturer narrative:
(B)(4). Hdd was replaced by service engineer. Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).